Event description:
It was reported that a pt in the clinical study had experienced a chest wound infection. The physician indicated that it was a single episode that was mild in severity. The physician also noted that the relationship to implantation was definite, but not related to the stimulation. It was also indicated that the physician said it could possibly be related to the pt's aeds, since keppra has an influence on wound healing, leaving wider scars and longer healing times. Good faith attempts to obtain additional info has been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.